Event description:
It was reported the patient's blood glucose level rose to 267 mg/dl while wearing the pod for unknown duration. The adhesive completely separated from the infusion site (abdomen), causing the cannula to dislodge. Reportedly, the pod was accidentally ripped off when the patient was putting on their shirt. No treatment details were provided.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.